Manufacturer narrative:
The investigation for the arrhythmia has been completed. Neither the device nor clinical details were returned for evaluation. Therefore, the root cause of the arrhythmia could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email.

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured second degree atrioventricular (av) block, mobitz type 1 with a possible relationship to the impella device used. In post catheterization recovery period, bradycardia develop with telemetry evidence of av block second degree mobitz type 1 with subsequent mild hypotension. A coincidental hematoma at impella sheath insertion site was discovered at this time as well. Dopamine started, sheath removed & manual pressure held for 70 minutes. Rhythm and blood pressure were stabilized with dopamine just prior to sheath removal. Dopamine was weaned off after hemostasis was achieved. Av block was present at the time of disconnect. It was reported that the patient/event has not recovered/not resolved. The patient survived the explant.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.